Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of the outer carton boxes as well as the sterile cavities were damaged. The carton box exhibited scuffs, crushed corners and edges, and dents. The carton box had been opened on the wrong end as the label was torn at the edge between the end and side carton box panels and the tamper-proof label was intact. The outer sterile cavity exhibited scuffs/cloudiness and homogeneous glue remain on the sealing flange where the outer tyvek lid was still partially attached. The inner sterile cavity exhibited a vertical crack about a quarter or a third of the cavity height. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to transit damage. The reported event is being addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when implant was opened, the inner package was cracked but outer container was sealed. No known adverse event was reported.